Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with supraumbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿ a large supraumbilical hernia was dissected with incarcerated omentum. The hernia was then separated from the fascia and closed using sutures. The defect was closed and a piece of ventralex mesh was placed into the defect and secured it circumferentially using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿the hernia defect located directly in the umbilicus was noted. The omentum was seen adhered to the edge of the prior mesh and taken down and a synthetic mesh was placed into the abdomen and defect was closed and secured with sutures and tacks against the anterior abdominal wall.¿ (B)(6) 2018 ¿ patient was diagnosed right upper quadrant pain; biliary dyskinesia thereby underwent open repair. Per operative notes, ¿significant adhesions in ventral abdominal wall surrounding the prior umbilical mesh was removed. The fascia of the subxiphoid site was closed and secured with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., expiry date, UDI no.), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.